Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. The hemostasis valve seal on the steerable guide catheter (sgc) was broken which caused a loss of fluid column. A new sgc was selected and a mitraclip was successfully implanted. The procedure was discontinued; the final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported leak was due to the reported break of the hemostasis valve. However, a cause for how the hemostasis valve break cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.